Event description:
It was reported that blood leakage occurred in tubing above luer adapter with a bd vacutainer® push button blood collection set with pre-attached holder. The following information was provided by the initial reporter: opd phlebotomy head reported incident in the tubing above the luer adapter causing contamination and blood spillage on the staff and floor.

Manufacturer narrative:
H.6. Investigation summary bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for incorrect bevel orientation and leakage with the incident lot was observed. Customer samples were tested and only leakage was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, the issue relating to incorrect bevel orientation and leakage was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA 1396080. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified.

Manufacturer narrative:
Medical device type: fmi, jka. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that blood leakage occurred in tubing above luer adapter with a bd vacutainer® push button blood collection set with pre-attached holder. The following information was provided by the initial reporter: opd phlebotomy head reported incident in the tubing above the luer adapter causing contamination and blood spillage on the staff and floor.